Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.2 had not been able to recover. A field service engineer (fse) replaced the drawer control board and hard stop on the main half height drawer 4.2. The fse executed hardware test application, recovered several medications between cubie pockets, and successfully resolved the drawer issue. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 4.2 was not able to recover. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.